Event description:
It was reported that the pt received emergency room treatment for hypoglycemia. The pt stated that they inadvertently administered excess insulin by inserting the cartridge into the pump while attached to the infusion set, and without performing a rewind of the pump motor and lead screw.

Manufacturer narrative:
The pump has not been returned to animas for eval. The pt reported that she inadvertently administered excess insulin by inserting the cartridge into the pump while attached to the infusion set, and without performing a rewind of the pump motor and lead screw. The pump user guide instructs that the first step of a cartridge change is to disconnect the infusion set from the body. Additionally, the pump user guide instructs users not to connect the infusion set to their body until after the pump prime/rewind process has been completed. The pt has continued to use the pump with no reported subsequent events.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the pump download history. Prior to entering the ezprime menu, the pump displays the appropriate warning to disconnect from the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be dim.